Event description:
It was reported that customer received a no delivery alarm after using set from a particular box. Customer was not able to troubleshoot. Customer reported that supplies would be picked up from the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.